Event description:
A patient reported experiencing inaccurate erratic results with a surestep meter. The patient's blood glucose results were unknown (in the reported issue notes there aren't any results documented). Tests were done less than 10 minutes apart with a difference of greater than 20%. Patient did not experience any adverse events. No further information has been reported.